Event description:
The customer reported to olympus, the video system center had an error code 229. There were no reports of patient harm. Update: related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.